Event description:
This case was reported from (B)(4). Customer reported on a bravo ph capsule that failed to attach. Capsule was still attached when removed. The patient was not injured following the procedure.